Event description:
The customer reported that on (B)(6) 2011 an erroneous low sodium result was generated from an olympus au5400 clinical chemistry analyzer. The erroneous result was reported outside the laboratory but was questioned by the physician. There was no death, serious injury or modification to patient treatment associated with this event. Upon test repeat, the sodium repeat result was higher. No patient specific information, sample handling/collection information or system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) found a clot in the inlet block of flow cell. The fse cleared the clot. The fse performed an ion-selective electrode chemistry calibration, quality control (qc) and precision assessment on all 3 levels of qc with acceptable results. The instrument was returned to service after the necessary repairs. The root cause of this event was a clogged inlet block.